Event description:
The pump was explanted and replaced due to "pump and/or catheter not working" after auto accident. The patient was experiencing "no pain relief." The patient had been receiving morphine 50 mg/ml at a rate of 19 mg/day. "Aspirated catheter and cerebrospinal fluid appeared." It was also reported that the pump was "near end of service."